Event description:
It was reported that the user experienced hyperglycemia while performing an infusion set and tubing change for the ilet with subcutaneous insulin, during which the tubing was not connected properly and insulin leaked at the connector until reattached and primed under guidance; the infusion set was also inadvertently pulled out when removing the adhesive backing, requiring a new set before insulin delivery was resumed. Symptoms included elevated blood glucose up to 400 mg/dl without reported clinical manifestations. Outcomes included self-management with manual insulin injections, subsequent reduction of blood glucose to 272 mg/dl, and resumption of pump-delivered insulin without hospitalization. Investigation included troubleshooting and education conducted remotely with visual confirmation and review of instructional materials. Investigation of this case revealed user difficulty with infusion set handling and connector attachment that impeded insulin delivery until corrected. It was concluded that the hyperglycemia was related to improper infusion set and tubing setup, with cause of the event otherwise unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.